Event description:
It was reported that the device issued a ¿device failure¿ alarm. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file of the device was made available for further investigation. Based on the log file analysis the reported device failure could be confirmed. The device detected a deviation of the measured blower speed and performed a restart to solve the issue. Examination of the device by the dräger service found that the cable harness of the motor blower unit was not correctly fitted after the last maintenance. The cable harness was then damaged during use by the rotating part of the cooling fan. The damage led to short circuits resulting in speed deviations of the turbine and a subsequent restart procedure. It can be concluded that the reported failure was caused by wrong mounting of motor blower unit during service maintenance. The service documentation contains sufficient information for the fully functional correct replacement of the motor blower unit. The case is therefore assessed as single case. The faulty motor blower unit was already replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturer¿s specification. Savina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.